Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/06/2016 with the following findings: product evaluation was conducted and the alleged complaint was confirmed. The review of the black box data showed no evidence of power interruptions. However, the battery compartment and the battery cap threads were stripped; therefore, the cap was unable to fit and to maintain electrical connection and was stuck when investigators attempted to remove it from the pump. When a test battery cap was used during the 24 hour pump testing, no further power interruptions or any alarms, errors or warnings occurred. Upon removal of the pump cover, no intermittent condition was found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.